Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection of the set showed a ballooned section at the top of the silicone segment. There were no other anomalies observed. Functional testing resulted in fluid flowing freely through the set with no signs of ballooning. No leaks were observed. The root cause of the customer¿s report could not be determined.

Event description:
The customer reported an infusion of heparin infusing at 17.1 ml/hour, which was 18 units/kg/hour, was nearly complete when an aneurism in the set was located. A picture shows a ballooned pump segment. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of heparin infusing at 17.1 ml/hour, which was 18 units/kg/hour, was nearly complete when an aneurism in the set was located. A picture shows a ballooned pump segment. There was no patient harm.

Event description:
The customer reported an infusion of heparin infusing at 17.1 ml/hour, which was 18 units/kg/hour, was nearly complete when an aneurism in the set was located. A picture shows a ballooned pump segment. There was no patient harm.

Manufacturer narrative:
Additional information provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.